Manufacturer narrative:
The t:slim g4 user guide states that, "the t:slim g4 system is indicated for use in individuals 12 years of age and greater". The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the wake button has stopped functioning. Contact reported that customer has experienced elevated blood glucose (bg) levels in the 200-300 (mg/dl) range; however, contact believes elevated bgs are possibly due to the customer's age. Manual injections were delivered to address bg levels. During wake button troubleshooting with tandem technical support, it was confirmed that the device still turns on when plugged into a power source. Contact declined elevated bg troubleshooting. It was indicated that manual injections would be used for back-up therapy.